Event description:
This pt was admitted for a single chamber implantable cardiac defibrillator after an electrophysiologic study induced monomorphic ventricular tachycardia. At 1006, the physician placed a commercially available pacing and defibrillator lead. Placement was completed at 1101. At 1226, the pt was transferred to a transitional care area to recover from the procedure. Upon arrival to this area, the pt was found to have a change in skin color and temperature, specifically on pt's lower extremities, and tachypneic with respiratory distress. The pt was placed on 100% oxygen, given lasix, respiratory treatment and transferred to the ICU at 1320. In the ICU, the pt continued to have mottled skin and peripheral pulses (lower extremities) were not detectable by doppler. During the next five hours, the pt was seen and evaluated by a surgeon for bloody stools and the cardiologist. At 1805, the pt was apneic and profoundly hypotensive with an agonal cardiac rhythm. Emergency procedures were initiated, an emergent echocardiogram revealed a pericardial effusion with tamponade. An emergent pericardial window with relief of the tamponade was performed. Despite this, a viable rhythm was not recovered and the pt was pronounced at 1828. The final diagnosis is "probable perforation of heart related to aicd procedure" and "cardiac tamponade secondary to above".